Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose increased to 400 mg/dl due to a bent infusion set cannula, and after he changed his infusion set his blood glucose still increased to 500 mg/dl. Troubleshooting was initiated and no anomalies were noted with the insulin pump or infusion set. The patient was advised to change the infusion set. The insulin pump was not returned for analysis.